Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the fenestrated bipolar forceps instrument was broken/bent. A fragment fell into the patient and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon was grasping tissue when the wire of the fenestrated bipolar forceps broke. They did report a fragment fell during an instrument tip/accessory collision. The fragment was retrieved during the same procedure and a backup bipolar instrument was used to complete the procedure robotically. The wrist was straightened for removal; no resistance was felt, and no damage to the cannula was observed. No additional surgical procedure was required, and no post-operative tests were performed. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Manufacturer narrative:
The fenestrated bipolar forceps instrument was received, and failure analysis found the instrument to have a fully broken grip cable at the idler pulley. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.